Manufacturer narrative:
Reader (B)(6) have been returned and investigated. Visual inspection has been performed on the reader and observed reader casing is slightly pried open. However, the damage to reader casing has no impact on product functionality and the reader turns on with button press. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer reportedly felt like they will pass out, lost consciousness, and went to a hospital. A reading of "0" from a healthcare meter was obtained and the customer was then provided with insulin pump and glucose pills. A laboratory result of 50 mg/dl was reported, however it is unknown when it was obtained in relation with the reported event. There was no report of death or permanent impairment associated with this event.